Event description:
Herceptin was hung as a secondary. Nurse found leakage at the connection of the secondary set to primary smartsite valve. Set was disconnected and reconnected, but still continued to leak. There was no pt or user harm and no medical intervention was required. Customer stated that no additional event or pt's information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). No product will be returned per customer. The customer stated that the set was discarded. The customer complaint of set leaked at smartsite valve connection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.